Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customers complaint. The cause of this event is under investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this serial number. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
It was reported the ventilator will not cycle in vent mode. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email. No patient involvement was reported.